Event description:
It was reported that, during a cori assisted bilateral-tka surgery, a real intelligence cori popped a critical error and the console shut down. Then during registration for the other side of the bilateral tka, the same critical error occurred twice. Surgery was performed with the same device, after a more than 30 minutes delay. No harm to the patient or further complications reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned for evaluation. No visual or functional abnormalities were identified. The software files were downloaded from the device and provided for investigation. There was one case provided that confirmed the ¿critical error¿ message when creating a new case. This is an occurrence of a known software issue. The clinical/medical evaluation concluded: ¿per complaint details, during case registration for the bilateral tka, the ri cori¿ displayed a critical error suddenly (once during each knee registration) and console shut down. Both errors resolved with a reboot without further complications reported per the field report and the bilat procedure was performed with the same device; however, there was a greater than 30-minute surgical delay documented due to the event. It was communicated that there was no error message but while entering hospital ID in create new case, the display suddenly went black and a blue icon appeared on of console¿s small display. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. The patient impact was the greater than 30-minute surgical delay. Further patient impact could not be determined; however, no harm to patient was reported. No further medical assessment can be rendered at this time.¿ in the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Manufacturer narrative:
The real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore visual and functional inspections could not be performed. The software files were downloaded from the device and provided for investigation. There was one case provided that confirmed the ¿critical error¿ message when creating a new case. This is an occurrence of a known software issue. The clinical/medical evaluation concluded: ¿per complaint details, during case registration for the bilateral tka, the ri cori displayed a critical error suddenly (once during each knee registration) and console shut down. Both errors resolved with a reboot without further complications reported per the field report and the bilat procedure was performed with the same device; however, there was a greater than 30-minute surgical delay documented due to the event. It was communicated that there was no error message but while entering hospital ID in create new case, the display suddenly went black and a blue icon appeared on of console¿s small display. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. Based on the limited documentation provided, no clinical factors have been identified which would have contributed to the reported event. The patient impact was the greater than 30-minute surgical delay. Further patient impact could not be determined; however, no harm to patient was reported. No further medical assessment can be rendered at this time.¿ in the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the risk assessment released at the time of the complaint. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports. A review of prior escalation actions was performed and found no actions that are applicable to the scope of the reported complaint. This issue will be continuously monitored through complaint investigation and post market surveillance. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a cori assisted bilateral-tka surgery, a real intelligence cori popped a critical error. The console shut down and a blue icon appeared. Then during registration for the other side of the bilateral tka, the same critical error occurred twice. Surgery was performed with the same device, after a more than 30 minutes delay. No harm to the patient or further complications reported.